Event description:
Boston scientific received information that this implantable pacemaker triggered a right ventricular (rv) lead safety switch with a non-boston scientific rv lead. It was noted that isometrics were performed and there was no presence of noise and all lead measurements were stable. It was further noted that all previous measurements were normal and the patient was not pacemaker dependant. Technical services (ts) recommended programming the lead back to bipolar configuration and to perform isometrics. This patient will be evaluated again in 6 weeks. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.